Event description:
The customer reported that as the rt prepared for a procedure, she found out that the image displayed was partially blocked. The customer also indicated that the rear handle is very loose. No injury to pt.